Event description:
The customer reports back to back results of 131 mg/dl on his meter compared to 713 mg/dl from the hospital laboratory. The pt was already at the hospital for a procedure, and was given insulin while at the hospital, based upon the 713 mg/dl result. Return requested and replacement was sent.